Event description:
The customer reported that when using the coulter lh 750 hematology analyzer, two quality control methods were out of specifications. The xb batches were out on mchc (mean cell hemoglobin concentration), and the hgb (hemoglobin) was running high on xm analysis. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the field service engineer (fse) evaluated the analyzer and reviewed the xm data. Hgb (hemoglobin) results on xm analysis increased 0.2 g/dl. The hgb background counts were also high. The fse determined that the pilot actuators at vl6 & vl4 were not working properly. The fse replaced the actuators. Vl6 and vl4 are the hgb and waste drain valves. The parts were returned for analysis on (B)(6) 2013, results of the analysis are pending. Evaluation of product labeling: per labeling, beckman coulter inc recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter inc does not claim to identify every abnormality in all samples. (B)(4).